Event description:
Event verbatim [preferred term] the bottom edge of my wrap was open and pouring hot granules down into the crotch of my underwear,burning some sensitive areas [accidental exposure to product], I started to feel warmth and burning lower than I was supposed to [burning sensation] , vaginal irritation [vulvovaginal discomfort], the bottom edge of my wrap was open and pouring hot granules down into the crotch of my underwear, edge was not sealed all the way and hot granules were again pouring out [device leakage]. Case narrative:this is a spontaneous report from contactable consumers (patient and boyfriend). A female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for menstrual cramps and pain relief. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient is a long time user of the thermacare menstrual pain relief wraps, and she had horrible cramps and thermacare wraps offered her some relief in her very active job of teaching ballet. It was reported "my students were having dress rehearsal in the theatre for our spring production, and I was battling through the pain. So, what did I do? Of course, I grabbed my thermacare, depending on its relief. However, within a few minutes of putting it on, I started to feel warmth and burning lower than, I didn't really have time, I ran to the restroom to check. The bottom edge of my wrap was open and pouring hot granules down into the crotch of my underwear, burning some sensitive areas. I removed it and cleaned up and got back to my rehearsal. I assumed that maybe I had accidentally punctured it somehow when attaching it. However, when I got another minute, I opened up another wrap and attached it. And the same thing happened a second time! The edge was not sealed all the way and hot granules were again pouring out." Also reported that it caused vaginal irritation for several days following. The boyfriend reported "the heat cells, they burst open and got on to her vaginal area." The patient had already recycled the box at her office earlier in the day and since she was spending 10 hours at the theatre in rehearsals, was unable to get the box in possession before the custodian took out the trash. Patient had no lot or batch numbers to share however, had a picture. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Product quality complaints provided on 11nov2019: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per hazard analysis. The site investigation is in process. Complaint subclass: heat cells damaged/leaking. Sample evaluation: not available. Additional information has been requested and will be provided as it becomes available. Follow-up (14mar2019): follow-up attempts are completed. No further information is expected. Follow-up (10jun2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow up (11nov2019): new information received from a product quality complaints and from a non-contactable consumer (boyfriend) via product quality complaints included: reasonable suspicion of a device malfunction, severity, subclass, and event detail "the heat cells, they burst open and got on to her vaginal area." Company clinical evaluation comment: the events "the bottom edge of my wrap was open and pouring hot granules down into the crotch of my underwear," (device leakage), accidental exposure to product, burning sensation, and vaginal irritation were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the events "the bottom edge of my wrap was open and pouring hot granules down into the crotch of my underwear," (device leakage), accidental exposure to product, burning sensation, and vaginal irritation were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number menstrual 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Event description:
Event verbatim [preferred term] the bottom edge of my wrap was open and pouring hot granules down into the crotch of my underwear,burning some sensitive areas [accidental exposure to product] , I started to feel warmth and burning lower than I was supposed to [burning sensation], vaginal irritation [vulvovaginal discomfort], the bottom edge of my wrap was open and pouring hot granules down into the crotch of my underwear, edge was not sealed all the way and hot granules were again pouring out [device leakage]. Case narrative:this is a spontaneous report from contactable consumers (patient and boyfriend). A female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for menstrual cramps and pain relief. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient is a long time user of the thermacare menstrual pain relief wraps, and she had horrible cramps and thermacare wraps offered her some relief in her very active job of teaching ballet. It was reported "my students were having dress rehearsal in the theatre for our spring production, and I was battling through the pain. So, what did I do? Of course, I grabbed my thermacare, depending on its relief. However, within a few minutes of putting it on, I started to feel warmth and burning lower than, I didn't really have time, I ran to the restroom to check. The bottom edge of my wrap was open and pouring hot granules down into the crotch of my underwear, burning some sensitive areas. I removed it and cleaned up and got back to my rehearsal. I assumed that maybe I had accidentally punctured it somehow when attaching it. However, when I got another minute, I opened up another wrap and attached it. And the same thing happened a second time! The edge was not sealed all the way and hot granules were again pouring out." Also reported that it caused vaginal irritation for several days following. The boyfriend reported "the heat cells, they burst open and got on to her vaginal area." The patient had already recycled the box at her office earlier in the day and since she was spending 10 hours at the theatre in rehearsals, was unable to get the box in possession before the custodian took out the trash. Patient had no lot or batch numbers to share however, had a picture. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Product quality complaints provided on 11nov2019: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per hazard analysis. Complaint subclass: heat cells damaged/leaking. Sample evaluation: not available. Summary of investigation: this investigation was conducted for an unknown lot number menstrual 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Follow-up (14mar2019): follow-up attempts are completed. No further information is expected. Follow-up (10jun2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow up (11nov2019): new information received from a product quality complaints and from a non-contactable consumer (boyfriend) via product quality complaints included: reasonable suspicion of a device malfunction, severity, subclass, and event detail "the heat cells, they burst open and got on to her vaginal area." Follow-up (12nov2019): new information received from product quality complaints group included: investigation results and case upgraded to serious. Company clinical evaluation comment: based on the available information, the events "the bottom edge of my wrap was open and pouring hot granules down into the crotch of my underwear," (device leakage), accidental exposure to product, burning sensation, and vaginal irritation as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. Device leakage is a single potential device malfunction which has a theoretical risk to cause skin burn. A causal relationship between the device and the events cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions is suggested at this time., comment: based on the available information, the events "the bottom edge of my wrap was open and pouring hot granules down into the crotch of my underwear," (device leakage), accidental exposure to product, burning sensation, and vaginal irritation as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. Device leakage is a single potential device malfunction which has a theoretical risk to cause skin burn. A causal relationship between the device and the events cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions is suggested at this time.

Event description:
Event verbatim [preferred term] the bottom edge of my wrap was open and pouring hot granules down into the crotch of my underwear,burning some sensitive areas [accidental exposure to product] , I started to feel warmth and burning lower than I was supposed to [burning sensation] , vaginal irritation [vulvovaginal discomfort] , the bottom edge of my wrap was open and pouring hot granules down into the crotch of my underwear, edge was not sealed all the way and hot granules were again pouring out [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for menstrual cramps and pain relief. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date, the patient reported "I am a long time user of the thermacare menstrual pain relief wraps. I have horrible cramps and thermacare wraps have offered me some relief in my very active job of teaching ballet. As it happens, my students were having dress rehearsal in the theatre for our spring production, and I was battling through the pain. So, what did I do? Of course, I grabbed my thermacare, depending on its relief. However, within a few minutes of putting it on, I started to feel warmth and burning lower than I was supposed to, and although I didn't really have time, I ran to the restroom to check. The bottom edge of my wrap was open and pouring hot granules down into the crotch of my underwear, burning some sensitive areas. I removed it and cleaned up and got back to my rehearsal. I assumed that maybe I had accidentally punctured it somehow when attaching it. However, when I got another minute, I opened up another wrap and attached it. And you know what? The same thing happened a second time! The edge was not sealed all the way and hot granules were again pouring out. Of course I had already recycled the box at my office earlier in the day and since I was spending 10 hours at the theatre in rehearsals, was unable to get the box in my possession before our custodian took out the trash. I have no lot or batch numbers to share with you. I did, however, take a picture, which I would love to send. I wanted to share this feedback because I think it's an important quality control issue. And also, although this is personal, it caused vaginal irritation for several days following." Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (14mar2019): follow-up attempts are completed. No further information is expected. Follow-up (10jun2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the events "the bottom edge of my wrap was open and pouring hot granules down into the crotch of my underwear," (device leakage), accidental exposure to product, burning sensation, and vaginal irritation were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the events "the bottom edge of my wrap was open and pouring hot granules down into the crotch of my underwear," (device leakage), accidental exposure to product, burning sensation, and vaginal irritation were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.